Manufacturer narrative:
The field service engineer checked the probes and did not find any issues. The investigation found the calibration and qc were acceptable. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result for one patient sample with the cobas e411 immunoassay analyzer. The initial result was <18.35 pmol/l with a data flag. This result was reported outside of the laboratory and questioned by the doctor. The repeated result was 8681 pmol/l. This result was deemed correct as it fit the clinical picture of the patient. The reagent lot number was 503901. The expiration date was requested but not provided.